Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the heavily calcified right coronary artery (rca). The physician tried to place a taxus express2 8.8% 2.50 x 16 mm drug eluting stent but was unable to cross the lesion. He never deployed the stent and as he was pulling the stent back into the guide catheter he noticed there was a stent strut flared. The physician dilated the vessel with a balloon and was able to deliver a shorter taxus stent to the lesion. No pt complications or injuries were reported.